Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.